Manufacturer narrative:
(B)(4).

Event description:
It was reported that thrombus formation occurred. A guidezilla guide extension catheter was selected for use. During procedure, thrombus formation was observed at the collar of the device. The device was then pulled out from the patient's body together with the wire. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and tactilely inspected. Inspection revealed a kink in the hypotube that was 36.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombus formation occurred. A guidezilla¿ guide extension catheter was selected for use. During procedure, thrombus formation was observed at the collar of the device. The device was then pulled out from the patient's body together with the wire. There were no further patient complications reported and the patient's condition was fine.